Event description:
Plastic smoke inhalation; I was using my philips respironics dream station and I woke up coughing with burning lungs and a terrible stench of burning plastic. I spent nearly 2 weeks of uncontrollable violent coughing, irritated lungs and a continuing smell of sulfur. I inspected the filter that I had replaced earlier that night and it was pure black instead of white. The machine didn't appear to be on fire or smoking after I shut it off but it was clearly pumping smoke into my lungs as I slept. I have included photos of the machine and the filter that turned black along side a new unused filter for comparison. FDA safety report ID# (B)(4).